Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd an scs system including a surgical lead on (B)(6) 2011. It was reported that the pt is experiencing rib pain. The reported discomfort is said to be present regardless of the stimulation's function. Medication was prescribed in an effort to alleviate the reported pain. F/u on this matter found that the pt is virtually pain free as the reported discomfort was resolved with the use of the prescribed medication. No further complications were reported.